Event description:
It was reported that an arteriotomy closure of common femoral artery was attempted using a proglide device after an intervention procedure. Reportedly, after suture deployment and the needle plunger was retracted a cuff miss occurred. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.a follow-up report will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that a needle to cuff miss occurred as evidenced by the suture being returned loaded in the device with the knot unraveled and the posterior needle tip loose. The posterior and anterior foot was examined for needle strike marks and none were detected, indicating the needles were deflected outside of the foot pocket. The suture was pulled from the device with no significant resistance detected, indicating the suture drag was not a contributing factor in this event. A proxy plunger was inserted and the needle trajectory was acceptable. These findings are consistent with and confirm the reported needle to cuff miss. To assure that all products perform according to specifications, they are subject to inspection during manufacturing. The needle trajectory of each device is inspected during manufacturing. Each finished goods lot is inspected by sampling. The analysis of the returned components found no indication of a product quality problem that would contribute to the reported cuff miss. Based on the analysis, inspection criteria and reported information, the reported needle to cuff miss in this case appears to be related to the operational influences during use and not a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.